Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to replace the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the complaint was not confirmed by failure analysis. The iesu was energized and cauterized on all ports and recognized all instruments.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system had multiple faults occurred against the integrated electro surgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors m-11 and c-00 occurred. The customer changed the energy cords, changed instruments, changed ground pads, changed ports, power cycled the iesu, and hard cycled the iesu. The faults remained. The customer performed a power cycle on the system and iesu, still the issue persisted. The tse advised the customer to either bring in a secondary vision side cart (vsc) or a third party esu. The customer stated that a secondary vsc was not an option, as they had a case scheduled. The tse then informed the customer that the only remaining option was a third party esu. The tse provided the customer with the part number for the energy activation cable. The customer was able to locate the required cable and installed it on a third party esu. The tse asked if the customer was using a force triad or ft-10 generator. The tse advised the customer that the ft-10 was not validated by intuitive. The customer set up the third party iesu and continued with the procedure. There was no patient injury.